Event description:
Ous MDR - it was reported that the patient was admitted to the hospital due to device battery depletion and disabled tachy therapy. During a previous fu a month before, the battery status was 10 % (2.86 v). The device was replaced and returned for analysis. Patient remained in hospital for device replacement.

Manufacturer narrative:
Upon receipt, the ICD interrogation revealed the battery status eos, detected on (B)(6) 2016. The device was implanted for 92 months and 34 charging cycles were recorded to the device memory. Subsequently, the current consumption of the ICD was analysed and found to be normal and as expected. However, an inconsistency between current consumption and battery voltage was noted. The eos status of the device was removed with a technical programmer and the ICD was subjected to an electrical analysis. First, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. At a next step the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage confirmed a depleted battery. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed the battery depletion. At a next step, the battery was opened for destructive analysis. During the inspection of the inner assembly insulation damage was identified, which led to a slightly increased internal self-depletion within the battery and therefore contributed to the clinical observation. In conclusion, after an implant duration of 92 months the battery was depleted. A slightly elevated internal self depletion within the battery contributed to the clinical observation.